Manufacturer narrative:
A ge service rep performed an onsite investigation and could not duplicate the problem reported. The service rep offered to replace the x-ray tube as the cause of intermittent problems.

Event description:
The customer reported the 6800 system would not boot up. No pt injury was reported.